Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced high blood glucose and had air bubble in the reservoir. The customer's blood glucose value was 396 mg/dl. The customer states he had noticed an air bubbles in his tubing and reservoir. Troubleshooting was performed for air bubble and leak. Approximate size of air bubbles was big air bubbles. The customer also states the reservoir had a leak on the top of p-cap. The customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.